Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in precise study, patient (B)(6) experienced in-stent re-stenosis. The subject underwent an index carotid artery intervention in which a single precision stent was implanted to treat a left internal carotid artery lesion classified as extracranial. The lesion was characterized by moderate length and diameter, with a high degree of pre-treatment stenosis and mild calcification, without evidence of thrombus. The procedure was performed under local anesthesia using ipsilateral femoral vascular access. Pre-dilation was performed prior to stent placement, and the stent was successfully delivered, fully deployed, and expanded with balloon dilation. No additional stents were required. At the conclusion of the procedure, residual stenosis was approximately 10%, and no target lesion revascularization occurred between the index procedure and hospital discharge. No adverse events were reported during the procedure, and device performance was assessed as satisfactory at the end of the intervention. The patient was discharged several days after stent implantation. Post-procedural follow-up data were available and extended well beyond the minimum five-year follow-up period required by the study. A total of six scheduled follow-up assessments were completed, including early, intermediate, and long-term evaluations. During early follow-up, clinical assessment and imaging¿primarily duplex ultrasound¿demonstrated continued stent patency with low residual stenosis (approximately 10%), and no adverse events or device deficiencies were identified. No stent migration, fracture, thrombosis, embolization, or removal was reported, and no new adverse events occurred during this period. At a later follow-up, imaging identified increased in-stent restenosis, with residual stenosis progressing to approximately 70% in the absence of reported neurological symptoms. This finding prompted further clinical evaluation and was documented as a device deficiency related to in-stent restenosis, without associated adverse event escalation. Subsequently, a target lesion revascularization was performed using drug-coated balloon percutaneous transluminal angioplasty (dcb-pta). The revascularization was documented as successful, and no procedural complications, serious adverse events, or device malfunctions were reported in association with the reintervention. Following the revascularization, continued follow-up assessments demonstrated resolution or improvement of restenosis, stable stent position, and no recurrence of device-related complications. Imaging during later follow-up visits again showed low residual stenosis, and no further target lesion revascularization was required. Throughout the entire follow-up period, no stent fracture, migration, embolization, or thrombosis was observed, and no additional adverse events attributable to the device or procedure were reported. The study concluded with successful long-term follow-up completion, and data collection was closed in accordance with protocol requirements

Manufacturer narrative:
As reported in precise study, patient (B)(6) experienced in-stent re-stenosis. The patient underwent an index carotid intervention for an extracranial left internal carotid artery lesion with 92% pre-treatment stenosis, lesion length 19 mm, proximal and distal reference vessel diameters of 6.6 mm and 4.0 mm, respectively, classified as tasc type a with mild calcification and no thrombus present. Pre-dilatation was not performed, and one 8x40 precise pro rx nitinol stent was implanted using a 6f delivery system under local anesthesia via contralateral femoral access. The stent was fully deployed, fully expanded with balloon dilatation, and successfully implanted, with 10% residual stenosis at the end of the procedure, no thrombosis detected, and no target lesion revascularization prior to discharge. The patient was discharged 4 days post-implantation. Follow-up at approximately 1-month post-procedure demonstrated 10% residual stenosis on duplex ultrasound, with no device deficiency and no target lesion revascularization. At approximately 7 months post-procedure, a device deficiency of in-stent restenosis was identified, with imaging demonstrating 70% residual stenosis in the absence of symptoms; no adverse event was reported. A target lesion revascularization was subsequently performed using drug-coated balloon percutaneous transluminal angioplasty (dcb-pta). At approximately 8 months post-procedure, post-revascularization imaging demonstrated 10% residual stenosis, with no further device deficiency. Continued follow-up at approximately 23 months, 50 months, and 131 months post-procedure consistently demonstrated 10% residual stenosis, no stent migration, fracture, thrombosis, embolization, or additional restenosis requiring intervention, and no further target lesion revascularization. The study concluded at approximately 131 months post-procedure, meeting long-term follow-up requirements.the device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided.in-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process; it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. Stenoses in stents are usually treated with intrastent percutaneous transluminal angioplasty (pta) or placement of a second stent. Based on the information available for review, factors that may have influenced this restenosis event include patient (has history of hypercholesterolemia and hypertension), procedural, pharmacological, and lesion, especially since the restenosis was noted 7 months after stent implantation. However, without procedural images, the event could not be observed. Based on the information available for review, there is no indication to suggest that the issue experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported in precise study, patient (B)(6) experienced in-stent re-stenosis. The patient underwent an index carotid intervention for an extracranial left internal carotid artery lesion with 92% pre-treatment stenosis, lesion length 19 mm, proximal and distal reference vessel diameters of 6.6 mm and 4.0 mm, respectively, classified as tasc type a with mild calcification and no thrombus present. Pre-dilatation was not performed, and one 8x40 precise pro rx nitinol stent was implanted using a 6f delivery system under local anesthesia via contralateral femoral access. The stent was fully deployed, fully expanded with balloon dilatation, and successfully implanted, with 10% residual stenosis at the end of the procedure, no thrombosis detected, and no target lesion revascularization prior to discharge. The patient was discharged 4 days post-implantation. Follow-up at approximately 1 month post-procedure demonstrated 10% residual stenosis on duplex ultrasound, with no device deficiency and no target lesion revascularization. At approximately 7 months post-procedure, a device deficiency of in-stent restenosis was identified, with imaging demonstrating 70% residual stenosis in the absence of symptoms; no adverse event was reported. A target lesion revascularization was subsequently performed using drug-coated balloon percutaneous transluminal angioplasty (dcb-pta). At approximately 8 months post-procedure, post-revascularization imaging demonstrated 10% residual stenosis, with no further device deficiency. Continued follow-up at approximately 23 months, 50 months, and 131 months post-procedure consistently demonstrated 10% residual stenosis, no stent migration, fracture, thrombosis, embolization, or additional restenosis requiring intervention, and no further target lesion revascularization. The study concluded at approximately 131 months post-procedure, meeting long-term follow-up requirements.